Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil in her right tube had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe and constant pelvic pain"), menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered device dislocation, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: satisfactory placement of both essure coils(cont.) On (B)(6) 2011: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted (B)(6) 2010 and on an unknown date after insertion of essure, the patient reported adverse events including coil in her right tube had migrated. The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy performed on (B)(6) 2016) for removal of essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the exact mechanism of the event is not known. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch reinvestigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil in her right tube had migrated") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1995, (B)(6) 1998). Previously administered products included for birth control: oral contraceptives from 1998 to 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal)") and menorrhagia ("abnormal bleeding and clotting during menses /abnormal bleeding (menorrhagia, vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe and constant pelvic pain /severe chronic pelvis pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines") and paraesthesia ("tingling in my arms and my legs"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, dysmenorrhoea, headache, menorrhagia, migraine and paraesthesia had not resolved. The reporter considered device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition she did not advised of any complications from your essure removal procedure. She was told that the essure was correctly placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of both tubes . Current weight: (B)(6) lb. Approx. Weight at time of essure placement: around (B)(6) lb . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-feb-2018: pfs received. Patient's details, historical drug, historical condition and concomitant condition were added. Events abnormal bleeding (general), abnormal bleeding (menorrhagia, vaginal), migraines, headaches, dysmenorrhea (cramping) and tingling in my arms and my legs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil in her right tube had migrated"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1995, (B)(6) 1998), vaginal discharge and hysteroscopy (history of hysteroscopy wi insert of device to occlude fallopian tubes). Previously administered products included for birth control: oral contraceptives from 1998 to 2010; for an unreported indication: metronidazole. Concurrent conditions included nonsmoker, menorrhagia, uterine fibroids, adenomyosis and uterine leiomyoma. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal)") and menorrhagia ("abnormal bleeding and clotting during menses /abnormal bleeding (menorrhagia, vaginal)"). In (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain"), migraine ("migraines") and paraesthesia ("tingling in my arms and my legs"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy performed on (B)(6) 2016) and surgery (underwent laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on 15-sep-2016. At the time of the report, the device dislocation, uterine haemorrhage, fatigue and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, headache, menorrhagia, migraine and paraesthesia had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, paraesthesia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim essure worsened a previously existing injury/condition she did not advised of any complications from your essure removal procedure. She was told that the essure was correctly placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: full occlusion of both tubes. Current weight: 112 lb. Approx. Weight at time of essure placement: around 115-120 lb. On (B)(6) 2016 and (B)(6) 2015 , digital screening mammogram findings:digital imaging of each breast was completed utilizing a two-view examination of each breast in craniocaudally and mediolateral-oblique projections. Review and interpretation of digital mammograms include a second review in conjunction with FDA-approved cad device. There was a normal parenchymal presentation bilaterally consistent with the patient's age. There are no breast masses imaged and no parenchymal asymmetry is visualized. There are no suspicious micro calcifications and I see no focal architectural disturbance. Impression: negative screening digital mammogram. One-year follow up recommended. Patients over the age of 40 are entered target due date for the next mammogram sent to the patient. Into a reminder system with a result letter will also be sent to the patient. And findings: digital imaging of each breast was completed utilizing a two-view examination of each breast in craniocaudally and medio1ateral-oblique projections. Review and interpretation of digital mammogram include a second review in conjunction with FDA-approved cad device. There was a normal parenchymal presentation bilaterally consistent with the patient age. There are no breast masses imaged and no parenchymal asymmetry is visualized. There are no suspicious micro calcifications and I see no focal architectural disturbance. Impression: negative screening digital mammogram. One-year follow up recommended. Patients over the age of 40 are entered into a reminder system with target due date for the next mammogram. On (B)(6) 2016, right digital diagnostic mammogram findings: spot magnifications cc as well as xccl and full field ml views of the right breast were obtained. The finding of initial concern does not persist on additional views, consistent with summation artifact of normal overlapping fibro glandular tissues. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-feb-2018: medical records documents received, medically confirmed case, new reporter, patient relevant history and lab data were added. Event abnormal uterine bleeding added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil in her right tube had migrated") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("severe and constant pelvic pain"), menorrhagia ("abnormal bleeding and clotting during menses"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered device dislocation, pelvic pain, menorrhagia, fatigue and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was satisfactory placement of both essure coils(cont.). On (B)(6) 2011: hysterosalpingogram (hsg - cont.) - full occlusion of both tubes. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted (B)(6) 2010 and on an unknown date after insertion of essure, the patient reported adverse events including coil in her right tube had migrated. The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy performed on (B)(6) 2016) for removal of essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the exact mechanism of the event is not known. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.